Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working outlet. There was no reported impact to the customer¿s blood glucose level. Customer had no alternate cable or adapter to test, so technical support arranged shipment of replacement charging cable and wall adapter with two-day delivery and planned follow-up, and charging set was sent. Upon follow up, distributor confirmed customer reported no further issues.